Event description:
It was reported that faradrive sheath was selected for atrial fibrillation ablation. It has been mentioned that the curing was poor and the sheath could not be adjusted during procedure. Additionally, it was reported that the catheter was inserted into the sheath. When withdrawing it, there was a bunch of bubbles in the syringe, and there were zebra-like bubbles at the water jetting point. No patient complications occurred. The procedure was completed using original device.